Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Please note that per the sensor serial number provided by the customer, the device was manufactured (18 jul 2021) after the reported date of event ((B)(6) 2021). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received a reading of "lo" (readings lower than 40 mg/dl) on the sensor scan and she self-treated to raise her glucose level. Customer experienced a loss of consciousness and seizure and was diagnosed with hyperglycemia; however, no further information was provided as she refused to continue troubleshooting. There was no report of death or permanent impairment associated with this event.